Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage specifications are documented and a material certificate is required with each lot. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during an arthroscopy, the threads of the twinfix had been cut. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information: d4 and h4.

Manufacturer narrative:
H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage specifications are documented and a material certificate is required with each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.